Event description:
It was reported that the programmer would not power up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the programmer not powering up and the media processing unit was therefore replaced. Analysis also found a noisy system fan, that the electrocardiogram connector on the link electronic module (lem) board was loose and that the printer failed during a test. All found defective parts were replaced and the lem board calibrated. Concomitant medical products: product ID 229047 software analyzer. (B)(4).